Manufacturer narrative:
(B)(4). One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was a burn mark on the jacketing at the distal end of the fiber which was the cause of the fiber flash. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of four devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01276, 3005099803-2017-01425, 3005099803-2017-01426 and 3005099803-2017-01427 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that four accumax 200 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 20watt and a lumenis 100watt with settings of 0.6 joules, 6 hertz and total energy of 3.6 watts. According to the complainant, during the procedure and inside the patient, the fiber tip flashed and light traveled up along the length of the fiber body causing the fiber to glow outside the patient (captured by manufacturer report 3005099803-2017-01276). There was no thermal spread anywhere on the fiber. The physician used three other accumax 200 laser fibers and the same issue happened again. (Captured by manufacturer report 3005099803-2017-01425, 3005099803-2017-01426 and 3005099803-2017-01427). The procedure was completed with an accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm to patient". Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.